Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the balloon burst. The balloon catheter was subsequently replaced. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26140 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated that the catheter was used for three applications on the reported event date. During functional testing, the console terminated the application and triggered system notice (B)(4) (indicating that the safety system detected fluid in the catheter and stopped the injection. During the electrical test using an aet (automatic electrical tester), test 5 - pin was found to be out of specification and failed the test. During the electrical test using an aet, test 6 - pin was found to be out of specification and failed the test. During inspection of the shaft segment, a damaged insulation wire of the leak detection wire was identified 4 inches from the catheter tip. During inspection and pressure testing of the handle segment, a leak/breach condition was identified on the y-block. Visual inspection confirmed a y-block material fracture. In conclusion, the issue (balloon burst) was not confirmed. The balloon catheter failed return inspection due to a y-block material fracture, a leak/breach condition on the y-block and the insulation of the leak detection wire in the shaft was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.